Manufacturer narrative:
One device was received for evaluation. Visual inspection the downstream occlusion (dso) seal to be cracked as well as the upstream occlusion (uso) seal to be buckling. The seals were replaced. The dso/uso sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the occlusion test alarm a 10 pcsi. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.